Event description:
It was later reported that the patient had an infection and then the incision ripped apart after her most recent pump implant on (B)(6) 2011. Per the reporter, the patient's pump, which was implanted on her left side, had migrated up under her waist line and now caused her a lot of discomfort. The patient wanted to know when this new pump will come out.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported on (B)(6) 2012 that the pump was functioning normally. The patient was seen on (B)(6) 2012 for a dosage increase/pump refill and had no complaints at that time. The medications used in the pump were baclofen 2000mcg/ml and fentanyl 15mcg/ml. Conflicting information was given as to whether the reported pump was still implanted and active.

Event description:
It was reported that pt had a (B)(6) infection. The pt stated she was put on IV and oral antibiotics, and was to be finished with them on (B)(6) 2011. The pt stated she has had two spinal fusions, and that this is her 5th or 6th pump. This is the first infection she has had. The new pump was implanted further down in her abdomen; and in her waistline area. The pt indicated the pump was very uncomfortable; and a physician had expressed that it may be more difficult to refill and may require fluoro. Please refer to MFR report number 30075662737-2011-04713 for prior pump related issues.